Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files. The reported damage to the white power cable bend relief was not confirmed as no image of the damage was provided. No product was returned for analysis. The controller event log file showed a backup battery fault alarm activating on 28oct2025. The alarm activated due to the backup battery not passing its load test. The backup battery did not pass the load test due to the unloaded voltage being outside the expected threshold. The controller¿s ability to operate the pump was unaffected by the alarm. The root cause of the reported damage to the power cable could not be conclusively determined through this investigation. The root cause of the backup battery fault alarm could not be determined via this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. The heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault. The system controller was exchanged in clinic due to damage noted on the bend relief of the white power cable. Additionally, the modular cable was exchange due to a tear. Log files were submitted for review and confirmed the reported backup battery fault alarms. It appeared that the emergency backup battery (ebb) was not passing the load test.